Event description:
It was reported that a ems was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56193/j. D5,6; info not available, device not returned for analysis.